Event description:
It was observed that during the device evaluation, the video scope exhibited residual fluid and foreign matter come out of the suction cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation there is cause traced to suction channel failure that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.